Event description:
Customer reported receiving a "replace sensor" message on same day of freestyle libre 2 sensor insertion and experienced lighted headedness and sweating which resulted in loss of consciousness for 1-2 minutes. Customer was able to re-gain consciousness and obtained a blood glucose result of 39 mg/dl on an adc meter. Customer self treated with 3 glucose tablets with coke. There was no hcp or third-party intervention reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.